Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-operatively, the packaging box of the pacing lead was damaged and the sterile pack opened. The lead was never used/implanted. There was no patient involvement in this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The inner/sterile package (extrinsic) was crushed. The distal connector of the lead was extrinsically bent. The packaging was extrinsically damaged. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned in its unopened inner packaging with a use by date of 2026-06-19 and serial number of (B)(6) , the outer packaging was not returned. The outer packaging was damaged from crushing. The inner tray was damaged by crushing. The connector pin of the lead was bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.